Event description:
Unit failed to cool patient, due to mixing pump failure.manufacturer response for hypothermia (temp management system), (brand not provided) (per site reporter).====================== recommending the mixing pump to be replaced.